Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely cause for the reported revision is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 186-01-56 - integrip cc, cluster 56mm,g3 (B)(6) 170-36-03 - biolox delta femoral head 36mm od, +3.5mm (B)(6) 188-01-11 - wedge plasma x/o sz 11 (B)(6) 101-45-20 - 4.5mm drill bit 20mm (B)(6) 180-65-30 - alteon 6.5mm screw, 30mm (B)(6) .

Event description:
It was reported that a 63 yo male patient, initial right hip implanted in (B)(6) 2015, underwent a revision procedure in (B)(6) 2024, approximately 9 years 2 months post the initial procedure. The patient returned to the surgeon¿s office with complaints of pain, and dissatisfaction with their hip. Upon examination, the patient has a recalled poly liner. The patient was scheduled for a revision total hip replacement possible poly liner and femoral head swap. The patient had revision surgery and underwent a poly acetabular liner swap and a femoral head swap. They were revised to nv ehxl ntrl lnr g3 40mm (B)(6) biolox delta adapter 16/18-12/14; +3.5mm b110877 biolox delta option femoral head 40mm od (B)(6). There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available for analysis. They were sent to the lab and legal hold at the hospital. No device images were provided. No further information.